Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the universal surgical manipulator (usm) 4 was drifting and moving. The customer contacted the technical service engineer, expressing a desire to change out the patient side cart (psc) until the issue could be further investigated. No troubleshooting was performed at the time of the initial contact, and no error logs were captured. The procedure was converted to another da vinci system with no reported injury. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drive without issue and nothing in the error logs point to a system issue, verified log review. The fse was unable to reproduce the reported issue. The system was verified and ready to use.